Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 499mg/dl. Troubleshoot was conducted. The customer declined to check for presence of air bubbles, bent cannulas, and conduct high pressure test. The customer preferred to receive loaner pump and start upgrade process. The device is being replaced and returned for analysis.